Manufacturer narrative:
(B)(4). Additional information: device evaluation: one companion sample was received in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This complaint for a system error 2240 (air in set) could not be confirmed in the lab. The patient stated that nothing was noticed with the supplies and the patient used the same supplies to finish therapy. A review of all batch record documents was performed with no issues noted during the manufacturing process. The root cause was not determined, but the patient reconnected the same disposable. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during initial drain. The baxter technical service representative (tsr) explained the alarm to the home patient (hp), had the hp cycle power and dispose of the supplies. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient on (B)(4) 2011. The patient stated the following: nothing was noticed with the supplies and the patient used the same supplies to finish therapy. The sample was discarded but a companion sample was available and requested with lot number h11b13055. The nurse was not contacted regarding the event so baxter advised the patient to contact the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The actual sample was discarded; however, a companion sample with the same lot number was available and requested. A follow-up MDR will be submitted if additional information is obtained.